Event description:
It was reported that the right atrial (ra) lead was undersensing by not sensing atrial fibrillation (af) properly. The lead was capped. Additionally, the right ventricular (rv) lead had no capture at maximum output. The rv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).